Event description:
Consumer states that her son has severe seizures and the left footrest is broken due to a bad seizure where he put more weight on it then intended. Consumer states that her son also has truck support on his chair and it is coming apart from the severe seizures. No additional information provided.